Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that during a lead replacement procedure (3006705815-2019-00926), the patient's ipg was taken out of surgery mode, and unable to be re-enabled. The ipg could not communicate with multiple external devices. As a result, the ipg was explanted and replaced. Therapy was restored following the procedure.